Event description:
It was reported that the customer passed away at his father's house in a wheelchair; he collapsed out of the wheelchair. Per death certificate the cause of death-immediate was diffuse arteriosclerotic vascular disease (vasculopathy), juvenile onset diabetes, tobacco use, and dyslipidemia. The customer's both legs were amputated, had issues with arteries and veins plugging up due to diabetes complications. He had a heart attack in his 30's and had a pacemaker. According to the caller the customer may have had a stroke last year. The customer's last known blood glucose was 120 mg/dl. The customer was wearing insulin pump at the time of death. He did not use sensors and was not wearing one at the time of death. The caller stated that the customer was changing the infusion sets and the reservoirs only once a week, instead of every three days. The caller was helping the customer perform the changes because the customer's eye sight was bad. No further information is available at this time.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.